Event description:
While on patient, the device screen became "white" with no information displayed.

Manufacturer narrative:
Attempts to acquire the required event date and patient information are ongoing. Welch allyn will update this report when it has acquired this information.